Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified. Patient age and dob requested but not provided, however, the customer stated that the patient was a geriatric patient.

Event description:
It was reported that the tubing set separated and leaked during IV sedation in the anesthesia department while in use on a geriatric patient. The customer stated that there was no patient harm caused from this event.